Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported redness and irritation at the pod site while wearing the pod on the abdomen for between 24 and 36 hours. The patient developed scar tissue and was prescribed hydrocortisone cream for treatment. The patient's blood glucose levels rose above 250 mg/dl and a new pod was successfully applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.